Event description:
It was reported that the zimmer air dermatome was not working properly. Additional clinical follow up with the hospital on (B)(6) 2011 indicated that the thickness of tissue resulted in poor transplantation. Fibrin glue and skin staples were an additional intervention used during procedure to decrease host site rejection.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service records indicate that the device is (B)(4), the last repair was on (B)(6) 2009, for a non related issue. The inspection found that the device was out of calibration and had a damaged head and swivel. The cause of the reported event is the device being out of calibration with damaged and worn components. These are due to a lack of preventative maintenance. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventative maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.